Manufacturer narrative:
(B)(4).

Event description:
During a refill, telemetry showed that there was 0.7ml of drug left in the pump; however, 36ml of drug was emptied from the pump. A similar event occurred in (B)(6) 2010 when the pt went in to an outpatient clinic for a refill. Telemetry showed 1ml of drug left in the pump; 36ml was emptied from the pump. The pump was then filled with saline and programmed to minimum rate. On (B)(6)2010, pump rotation was tested under fluoroscopic eval; "rotation of the pump and passage visualization with radiopaque material was demonstrated properly." The pt was suffering from increased spasticity; oral baclofen was started immediately. The physician was hesitant to refill the pump with baclofen. A pump replacement was planned. As of (B)(6)2010, the pt was continuing to have spasticity because of not having baclofen in the pump. The pump was filled with serum physiologique. As of 06/21/2010, the pump replacement had not occurred.